Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed presence of maintenance code 4 on site and in device logs. Troubleshot device and discovered damaged fan blade on compressor assembly. Placed order for additional parts. Fse affixed red sticker to device indicating getinge does not recommend use at this time. Return visit will be scheduled once additional parts are received. On next visit, fse replaced fan compressor and confirmed device passed all performance and safety tests according to factory specifications. Device was returned to customer. Fat analysis- the fat department received this part with a reported unit failure of broken fan blade. Fat department received fan and found that the fan blade is broken. Due to this damage this part cannot be investigated further by fat department. Fat was able to verify the failure as described by the customer.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted on completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump displayed error code:4. There were no patient involvement hence no patient harm.